Event description:
Customer reports blood went inside the tubing of the sensor. Customer states this is the second time this occurs. Troubleshooting was performed and equipment tested to specification. It was noted that the customer inserts sensor in an off label area. Customer was advised to wait 10 to 15 minutes before inserting transmitter. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.